Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 35-40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. The customer reverted to manual injections for insulin therapy.